Event description:
A surgeon reported that the system was making a noise as if a line was loose before surgery. The pt had already received general anesthesia and was intubated when the doctor decided to cancel the procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and found an o-ring leak on the receiver mechanism. The company rep reseated the o-rings. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).